Manufacturer narrative:
The reported failure was due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action ((B)(4)).

Event description:
It has been reported to philips that during a diagnostic procedure the wireless footswitch stopped working. The wifi indicator status on the footswitch was red, indicating an error in the wireless connection. The procedure was completed by using a wired footswitch. No patient harm has been reported.